Event description:
Patient reported via regulatory agency (mw5090164) "breast implants pip gave me my first set of symptoms" against a non-allergan device. Device has been explanted. This record is for the left side. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).